Event description:
It was reported that a spectrum infusion pump had a downstream occlusion at about 5 pounds per square inch (psi). It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the downstream occlusion alarms at 5 psi. The device passed all occlusion testing, however, the pressure plate gap was found to be out of specification and is a known contributor to the reported symptom. The device was re-calibrated and reworked to correct this condition.